Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type solution set had white particulate floating in the drip chamber. The issue was discovered prior to priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 05/20/2015 ¿ 05/21/2015. The device was received for evaluation. Visual inspection revealed white particulate matter in the drip chamber. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To correct the condition, the supplier of the component was notified of this issue and training was provided to appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The particulate matter was evaluated. It was determined that the particulate matter inside the drip chamber was consistent with acrylonitrile butadiene styrene (abs) which is the material of the adapter cap of the device. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.